Event description:
It was reported that patient had tlif at l5-s1 using peek device/ infuse bone graft. Approximately 3 weeks post op. Patient presented with severe radiculopathy and back pain. . MRI showed a fluid collection. Approximately two months post op. Pateint developed foot drop. MRI showed fluid collection was still present. A reopertion was performed approximately 3 months post op to drain fluid. Patient has improved. It is unknown if the infuse graft contributed to the reported event, but we are filing this MDR out of an abundance of caution.